Manufacturer narrative:
(B)(4). Device which was actually implanted as it is unknown which of the reported devices was actually implanted, ech060040j/4898752pp034 is determined as the actual device. (B)(4).

Event description:
In (B)(6) 2016, the patient underwent a vein-to-vein shunt preparation procedure. A gore® acuseal vascular graft (either ech060040j/4898752pp034 or ech060040j/4898752pp013) was implanted in the patient¿s right upper arm. Reportedly, it is unknown which of the devices were actually implanted. The patient tolerated the procedure. Later, the patient underwent percutaneous transluminal angioplasty (pta) for multiple times. The timeframe of pta being performed and indication for this procedure were reportedly unknown. In (B)(6) 2018, thrombus had been formed inside the existing gore® acuseal vascular graft, and thrombectomy was performed. When a small incision was made on the graft, it was suspected that the outer layer of the gore® acuseal vascular graft was delaminated approximately 1cm apart from the incision site. It was reported that delamination was suspected in the portion where puncture had not been performed for dialysis treatment. Once thrombectomy was completed, incision site as well as the delaminated portion of the gore® acuseal vascular graft were sutured. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4).